Event description:
The customer reported the left monitor not functioning. The left monitor displays the live fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.